Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) determined the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, product type: adapter. Product ID: 7482-51, product type: extension. Product ID: 3389-28, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) reported via a manufacturer representative that a consumer's patient programmer (pp) showed repeated oor (out of range) events with intermittent loss of therapeutic effect. Impedances were "ok" but the hcp decided to replace the implantable neurostimulator (ins) and adapter. However, there were still intraoperatively low impedance between contact 1 and 2 (85 ohms) on the left side measured after the replacement. Impedance readings also showed high impedance measurements on c<(>&<)>4 (3064 ohms) and 4 <(>&<)>7 (4003 ohms). Since the short circuit seemed to be somewhere on the extension or lead, a new surgery with a possible lead replacement would be scheduled. Additional information received from the representative reported the consumer had another surgery, it was not known if the patient had any falls or trauma prior to the initial surgery, no further actions/interventions are being taken at this time, and the consumer felt good and had effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.